Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the jejunal (j) tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie jejunal tube. Abbvie has chosen to report this event due to the potential that the jejunal tube involved could have been the abbvie jejunal tube. The device involved in the event was not returned, remains implanted; therefore a return sample evaluation is unable to be performed. Knotted tube is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent placement of percutaneous endoscopic gastrostomy with jejunal tube (peg-j). Patient reported that there was a knot in the peg-j tube which the physician fixed.